Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at three atms on the initial inflation. The maverick2 monorail was being used for predilation. The lesion being treated was a very calcified and tortuous, 99% stenotic lesion in the left circumflex artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. The physician used a 7f terumo introducer sheath, a 7f heartrail jl4 guide catheter, a whisper guide wire, and an everest inflation device were also used in the procedure. No pt injuries or complications were reported.